Manufacturer narrative:
Critical pump error and 3 consecutive pump error 53 alarms (line number 5632 file number 2005) due to software error. Unable to verify failed battery test dues to critical pump error. Unit successfully upnloaded to crest and thus. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The electronic assemblies and motor assemblies were inspected and no anomalies noted. No stuck battery noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed error. The customer stated that they were able to remove the cap but the battery got stuck. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.